Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during the administration of "lovenox", the unspecified bd¿ catheter needle did not retract properly and the nurse sustained a needle stick injury as a result. Medwatch report# (B)(4) was opened in response to this event. The following information was provided by the initial reporter: "during administration of lovenox medication, nurse sustained a needle stick injury because the needle did not retract properly as designed. Specific identifying numbers of this device not available. Device was discarded at the time of use."

Manufacturer narrative:
H.6. Investigation summary bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. A device history review could not be completed as no batch number was provided. H3 other text : see section h.10.

Event description:
It was reported that during the administration of "lovenox", the unspecified bd¿ catheter needle did not retract properly and the nurse sustained a needle stick injury as a result. Medwatch report# 0501160000-2019-8015 was opened in response to this event. The following information was provided by the initial reporter: "during administration of lovenox medication, nurse sustained a needle stick injury because the needle did not retract properly as designed. Specific identifying numbers of this device not available. Device was discarded at the time of use."